Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, seroma, and infection. Concomitant medical products: 450cc mentor memorygel breast implant (catalog number 3544450bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture, development of a late-onset seroma, and abscess with infection. The diagnosis was confirmed by physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019. The patient plans to undergo an implant-replacement surgery at a later, unspecified date.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's date of birth is (B)(6) 1984 as opposed to (B)(6) 1984. Additionally, the explantation occurred on (B)(6) 2019 rather than on (B)(6) 2019. During the explantation procedure, the surgeon also performed a drainage of the left breast seroma and a capsulectomy. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/27/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found a parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Manufacturer's reference number: (B)(4).